Event description:
It was reported to philips that a known good battery was not working / charging on the device. There was no reported patient involvement and no adverse event to patient or user reported.